Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient has received a total of eleven shocks this morning. During the first episode therapy was exhausted and the patient was not able to fully convert from arrhythmia. The patient had multiple different episodes with one being due to atrial fibrillation with rapid ventricular rate that resulted in rhythm acceleration into ventricular fibrillation. It was noted that the patient also had some undersensing in their device. No adverse events were reported. This supplemental report is being filed to provided to provide information that the patient had a therapy upgrade procedure that was unrelated to the device. This supplemental report also provides analysis information.

Event description:
It was reported that this patient has received a total of eleven shocks this morning. During the first episode therapy was exhausted and the patient was not able to fully convert from arrhythmia. The patient had multiple different episodes with one being due to atrial fibrillation with rapid ventricular rate that resulted in rhythm acceleration into ventricular fibrillation. It was noted that the patient also had some undersensing in their device. No adverse events were reported.